Event description:
During the stenting of the superficial femoral artery (sfa), it was reported that a maxi balloon (size 16) burst at 6 rbp with an unknown indeflator during inflation. When the physician tried to remove the balloon, it had folded back over itself and the physician struggled to remove it thru the sheath. He pulled back on the sheath and removed the balloon without the sheath. There was nothing left in the patient. Then the physician inserted another maxi balloon (size 14) and it also burst at a pressure of 8 rbp. The balloon was removed easily with no delay to the procedure. Another same like product was used to complete the procedure and there was no report of patient injury. The products appeared normal prior to use. The devices were prepped per IFU. There was no leakage and the balloon catheters did not go through any acute bends. The same indeflator was used in the procedure. The artery was a type c and reference vessel diameter was 4.0. The artery was very calcified and the physician feels that is why the balloons burst.

Manufacturer narrative:
Complaint conclusion: during the stenting of the superficial femoral artery (sfa), it was reported that a maxi balloon (size 16) burst at 6 atmospheres with an unknown indeflator during inflation. When the physician tried to remove the balloon, it had folded back over itself and the physician struggled to remove it thru the sheath. He pulled back on the sheath and removed the balloon without the sheath. There was nothing left in the patient. Then the physician inserted another maxi balloon (size 14) and it also burst at a pressure of 8 atmospheres. The balloon was removed easily with no delay to the procedure. Another same like product was used to complete the procedure and there was no report of patient injury. The products appeared normal prior to use. The devices were prepped per IFU. There was no leakage and the balloon catheters did not go through any acute bends. The same indeflator was used in the procedure. The artery was a type c and reference vessel diameter was 4.0. The artery was very calcified and the physician feels that is why the balloons burst. Upon receipt of the device for analysis, preliminary visual analysis, the inner shaft with a 14 x 4 balloon was received detached and included. Multiple attempts to gather additional information as to the condition the product was received have been made and have been unsuccessful. The 1-kl1gl0: review of lot 15851967 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp and withdrawal difficulty-through guide/sheath could not be confirmed as the device (1-kl1gl0) was not returned for analysis. The second balloon catheter (1-kl7h7w ) was confirmed to be burst and separated. The exact cause of these conditions could not be determined. Based on the information available for review, vessel characteristics (¿very calcified¿) may have contributed to the balloon burst leading to withdrawal difficulty of the secondary profile of the balloon and the separation of a second device (1-kl7h7w). Additional investigational attempts have been unsuccessful. Neither the information available nor the DHR and/or analysis (1-kl7h7w) suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Review of lot 15851967 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The patient's gender is unknown. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2014-00251 and 9616099-2014-00252.